Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 27-jul-2023 h6: investigation summary one sample and four photos received for investigation. Through visual inspection, hole on the barrel is observed, no other defects or issues observed. The plunger does not show any issues. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the teams investigation, possible root cause for damaged barrel is due to misalignment in the molding process. Adjustment in the molding process and manufacturing personnel have been notified and additional training to reinforce has been performed. H3 other text : see h10.

Event description:
It was reported that the bd 20ml luer lok syringe plunger rod damaged. 1 of 3 related files. The following information was provided by the initial reporter: describe the event or problem: this is the second time in 3 weeks that I've come across a 20ml bd manufactured syringe with a hole in it. The hole edges are smooth, and it appears to be from a manufacturing defect, not from something cracking the syringe. Manufacturer response for 20ml syringe, (brand not provided) (per site reporter)

Manufacturer narrative:
E.1 initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.4. The initial reporter also notified the FDA on (B)(6) 2023. Medwatch report # (B)(4).

Event description:
It was reported that the bd 20ml luer lok syringe plunger rod damaged. 1 of 3 related files. The following information was provided by the initial reporter: describe the event or problem: this is the second time in 3 weeks that I've come across a 20ml bd manufactured syringe with a hole in it. The hole edges are smooth, and it appears to be from a manufacturing defect, not from something cracking the syringe. Manufacturer response for 20ml syringe, (brand not provided) (per site reporter).